Event description:
It was reported that the right atrial lead dislodged during coronary artery bypass surgery. The lead was capped and re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.